Manufacturer narrative:
During inspection and testing, the reported issue (insufficient air/water flow) was confirmed and found to be caused by clogged air/water tube. In addition to clogged air/water nozzle, service found there was a leakage due to deformed scope cover, the switch button #1 was cut, the grip was shaved, the forceps channel port was shaved, the air/water cylinder was discolored, the suction cylinder was discolored, the switch box was dented, the up/down knob was scratched, the right/left knob was scratched, the scope connector case was dented, the plug unit was damaged, the insulation resistance value at the distal end was out of specification due to scratched plastic distal end cover, the angulation was out of specification, the objective lens was chipped, the light guide lens was cracked, the connecting tube was cut, the connecting tube was scratched, and the universal cord was buckled. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited insufficient air/water flow issue. The reported issue occurred during an unspecified procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the air/water nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material in air/water nozzle). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Event description:
Additional information was received from the customer regarding the reported issue (during a procedure, the subject device exhibited insufficient air/water flow issue): there was no impact to a patient or a procedure due to the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the customer regarding the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.